Manufacturer narrative:
The patient sample was centrifuged at 3500 rpm for 10 minutes. No sample issues were reported. Quality control (qc) was performing within the customer's established range on the day of the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate instrument hardware. The fse observed a leak originating from the wash collar assembly / duck bill. The fse reported salt deposits formed from the dripping wash buffer within the instrument wash wheel so the fse cleaned out the wash wheel and the wash wheel trough. The fse also replaced the duck bill and the probe collar wash assembly to prevent the leak from recurring. The fse verified aspirate probe performance. The fse then performed a passing system check and a passing carry over test to verify instrument performance which was acceptable after all repairs had been completed. Hardware is the cause of this event.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining a non-reproducible, elevated progesterone patient result on the unicel dxi 600 access immunoassay system. Repeat testing of the sample generated lower results that did not match the initial result. The elevated result was not reported out of the laboratory. There were no instrument error messages observed or any flagged results observed in connection to this event. There were no changes to patient treatment in connection to this event.

Manufacturer narrative:
Correction and additional information: upon further investigation, beckman coulter concluded that the cause of the elevated progesterone result reported to be in question by the customer could not be attributed to the issue resolved by the onsite fse. Although the fse discovered duckbill and wash collar manifold failures, these were incidental to the event and were not the cause of the erroneous progesterone result. Insufficient evidence was supplied to determine the cause of the single progesterone result reported to be in question by the customer. There was no evidence supplied to reasonably conclude a malfunction occurred to cause the elevated progesterone result reported to be in question by the customer.